Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in intensive care unit for 7 days on unknown date due to insulin pump failed to deliver correct dosage of insulin. It was reported that due to defective retainer ring the customer went into diabetic ketoacidosis. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.